Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments at 13.5 centimeters (cm) from the terminal pin. The extracting stylet was stuck inside the distal segment of the lead. Visual observation noted the presence of set screw marks on the lead terminal pin and terminal ring. X-ray examination of the lead revealed that all conductors were intact, no fractures observed. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the crt-d, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) lead exhibited noise with deep inhalation and exertion. The noise was oversensing resulting in 2-3 seconds of pacing inhibition. Boston scientific technical services (ts) discussed programming options. Programming changes were made and the physician will continue to monitor. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.